Event description:
Pt reported receiving a blood glucose reading of 9.5 mmol/l (171 mg/dl) on (B)(6) 2010. Pt stated she took a correction of 1.7 units of insulin via the infusion device and went to bed. Pt reported her blood glucose level the morning of (B)(6) 2010 was 24.8 mmol/l (446.4 mg/dl), she took a correction of 15.5 units of insulin via the infusion device, and ate one roll. Pt stated her blood glucose level went higher to "hi"; took correction via infusion device but no success in bringing her blood glucose level down. Pt's normal blood glucose level is 6-8 mmol/l (108-144 mg/dl). Pt reported she drove to the hospital where her blood glucose level was 34.0 mmol/l (612 mg/dl) and she took correction with a pen; was successful. Pt stated after a few hours she went home. On follow up, pt reported her blood glucose level is okay with the infusion device. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.